Event description:
It was reported by a customer that the opsite post-op waterproof dressings are supposed to be waterproof for showering but they are not.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today, no product return or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. As this device has been released for sale, it can be confirmed that the device has passed all the necessary quality checks. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.